Event description:
A female patient presented to facility with a headache, nausea and vomiting. Doctor ordered a workup and ultimately found a cerebellar mass and obstructive hydrocephalus. A self-drilling tap (s-tap) was used prior to placing screws in patient's cranium. The tip of the tap broke off into the patient's cranium. The tip of the tap was retrieved prior to closure of incision.